Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the lens stuck in the incision. Additional information has been requested and received stating lens was inserted. The lens was stuck in incision and removed with unknown patient harm. Surgeon's opinion, it was unknown what product caused or contributed to the event.